Event description:
A customer called stating that their glucometer elite is giving them different test results on back-to-back tests. They stated that at one time the meter would read 280 mg/dl and then a few minutes later 50 ml/dl. On event date they stated that they had a very hard time regulating their blood sugar levels, had an insulin reaction and had to go to the emergency room. While on the phone an attempt was made to review the operation of the system. The customer service representative tried numerous times to verifty test results but it appeared that the customer was not fully understanding the conversation. The customer was only interested in purchasing a new meter and getting reimbursed. The customer service representative explained the evaluation process a few times but customer was not receptive. The customer had a prior engagement and was invited to call the 24/7 line for follow-up. The customer called back the following day and a check of the system was conducted. The system had acceptable performance with all checks within specification. Since the customer initially wanted a new system an offer was made to replace the system. This was declined.